Event description:
Patient presented to the physician with drainage at the chest incision site. Physician examined the incision and observed wound dehiscence exposing the system which appeared infected. Physician cultured the area and prescribed antibiotics. Culture returned positive for infection. Physician brought the patient into the or 8 days later, removed the entire inspire system, flushed the pocket with an antibiotic solution, and closed. Physician prescribed antibiotics after the procedure was completed.